Event description:
Allegedly pt. Is experiencing pain. Cobalt level now 11. Surgeon is recommending a revision but pt. Doesn't want to do this. Asked if we have any information for the pt. Advised her to discuss with her surgeon. She'll ask surgeon to send lab and x-rays to us. High activity level. Bilateral hips. Right hip. (Left hip #13070060-13070063). Additional information received 05/25/2016. Allegedly the patient was revised due to the following mom complications: pain. Added explant date and birthday.